Manufacturer narrative:
The unit had intermittent buttons response due to flattened and creased up buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unit received with all operating currents within specifications and passed functional testing including the rewind, self, restart error, basic occlusion, occlusion, prime, system sensor, excessive no delivery and displacement tests. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer also required assistance with setting their basal rates. Customer's blood glucose was 20 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.